Event description:
The customer reported to olympus, the video system center shows scope communication error - error code b30. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image signal from digital visual interface output due to the printed circuit board malfunction. Additionally, rear panel is corroded, dust accumulation seen throughout on the internal elements, and b38 error code occurred due to incomplete upgrade procedure. B30 error code could not be reproduced during inspection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment line 2:(B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The evaluation found that scope communication error - error code b30 allegation was not confirmed. However, an additional adverse event of the no image displayed from the digital visual interface (dvi) output was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image signal is output due to a failure of the printed circuit board. In addition, the cause of b30 (scope communication error) could not be identified because the phenomenon was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the issue was found during the preparation of endoscopy procedure. The video system center had the front panel and keyboard not working. The intended procedure was complete.